Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the dilaudid infusion was given the connector unscrewed itself. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of disconnection of a maxzero valve was not confirmed. Visual inspection of the mating sites of the 2 components did not reveal any abnormalities or evidence of damage. Functional and pressure testing was performed; the infusion reached completion without any alarms or difficulty, and with no disconnection of any of the components. The root cause was not identified.